Manufacturer narrative:
Customer returned pump for an alleged blank display, cosmetic damage located at the battery compartment, visit to emergency room and was hospitalized for high bgs found on 10-jul-2023 (per ss event date). However, as per customer's note: customer returned pump for an alleged blank display, cosmetic damage located at the battery compartment, visit to emergency room and was hospitalized for high bgs found on (B)(6)2023. The pump powered up properly after battery installation. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 10-jul-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 10-jul-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 0 (0 u) dailytotalofbasalinsulindelivered: 0 (0 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the customer event date of 09-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 09-jul-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 103000 (10.3 u) dailytotalofbasalinsulindelivered: 51000 (5.1 u) dailytotalofbolusinsulindelivered: 52000 (5.2 u) dailytotalcollectionstarttime: 07/09/2023 23:48:33.000 dailytotalofallinsulindelivered: 250 (0.025 u) dailytotalofbasalinsulindelivered: 250 (0.025 u) dailytotalofbolusinsulindelivered: 0 (0 u) (B)(6) 2023 00:47:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrection (6) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) (B)(6) 2023 05:23:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6) 2023 11:42:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) (B)(6) 2023 14:02:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) (B)(6) 2023 17:57:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 5000 (0.5 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 10-jul-2023 and customer event date 09-jul-2023 in the formatted history file.  Sgcalibrationerror (776) was recorded and found in the formatted history file on: 07/04/2023 16:58:22.000 07/05/2023 11:22:07.000 07/08/2023 21:26:48.000 lostsensor1alert (780) was recorded and found in the formatted history file on: 07/02/2023 18:17:00.000 07/02/2023 18:27:00.000 07/09/2023 05:52:00.000 07/09/2023 06:02:00.000 07/10/2023 00:30:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 07/09/2023 09:47:00.000 07/10/2023 00:53:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 07/05/2023 01:03:28.000 07/05/2023 01:13:00.000 07/05/2023 01:33:29.000 07/05/2023 01:43:00.000 07/09/2023 11:53:49.000 07/09/2023 12:28:47.000 07/09/2023 12:58:48.000 07/09/2023 13:33:48.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, and replace battery alert/replace battery now alarm recorded in the formatted history file on the ss event date 10-jul-2023 and customer event date 09-jul-2023. However, insert battery alarm was recorded and found in the formatted history file on: 07/09/2023 10:38:47.000 07/09/2023 10:39:28.000, 07/09/2023 10:39:31.000 07/09/2023 10:42:20.000, 07/09/2023 10:42:46.000, 07/09/2023 10:42:59.000 07/09/2023 10:43:12.000 07/09/2023 11:01:05.000 07/09/2023 22:12:38.000 to 07/09/2023 22:40:00.000 07/09/2023 23:47:38.000 to 07/09/2023 23:58:19.000 07/10/2023 00:08:00.000 07/10/2023 01:09:49.000, 07/10/2023 01:19:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/09/2023 10:39:27.000, 07/09/2023 10:39:30.000 07/09/2023 10:42:19.000 07/09/2023 10:43:06.000 07/09/2023 22:22:52.000, 07/09/2023 22:25:16.000 07/09/2023 22:29:25.000, 07/09/2023 22:29:46.000 07/10/2023 00:08:22.000 pump error 23 alarm was recorded and found in the formatted history file on: 07/10/2023 01:20:03.000 power loss alarm was recorded and found in the formatted history file on: 07/09/2023 23:48:18.000 07/10/2023 01:20:23.000 07/10/2023 01:20:31.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Blank display was not confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported broken pump and pump did not turn on. The customer experienced high blood glucose event with the blood glucose value of 235 mg/dl at the time of hospitalization and was treated with emergency medical services. Troubleshooting was performed and customer was admitted to hospital for one night. No further patient complications were reported. The customer was using the insulin pump within 48 hours of the reported event and the auto mode feature was turned on during the reported event. The customer will discontinue the use of the pump. The pump will be returned for analysis.